Event description:
During use in the patient, the tip of the orbit rdfl complex mini coil (B)(4) was untwisting during placement, and then the device was retracted and used another orbit coil (B)(4) was used to finish the procedure with the same microcatheter. During placement, the coil was adjusted at the location, and the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the prowler 14 microcatheter (B)(4). No resistance/friction was noted between the coil system and microcatheter. Prior to use, the microcatheter was re-shaped without any damages. After the event, the entire coil and delivery system was removed from the patient, and the coil remained attached to the delivery system. The target site was the (pcom) posterior communicating artery. There was no patient injury, and the device will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15379631 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit rdfl complex mini coil was received coiled inside of its dispenser in a plastic bag. The hypotube of the orbit was inspected and several kinks were noted throughout the entire hypotube. The introducer was unzipped and in good condition. The support coil, gripper and embolic coil were outside of the introducer; the support coil and gripper were found in good condition while the embolic coil was found stretched. Some waves were found the product but apparently can occur during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper was in good condition while the embolic coil was stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "unraveled/stretched-in microcatheter was confirmed. The cause of the kinks found on the hypotube and the stretched condition of the coil could not be conclusively determined, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use in the patient, the tip of the orbit rdfl complex mini coil (638mf0410/ 15379631) was untwisting during placement. The entire device was removed from the patient with the coil remaining attached to the delivery system. Another orbit coil (638mf0407) was used to finish the procedure with the same microcatheter. During placement, the coil was adjusted at the location, and the coil was left in the aneurysm while the microcatheter was repositioned. The instructions for use (IFU) cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. A constant and dedicated heparinized saline source was utilized at all times through the prowler 14 microcatheter (606151x). No resistance/friction was noted between the coil system and microcatheter. Prior to use, the microcatheter was re-shaped without any damages. The target site was the (pcom) posterior communicating artery. There was no patient injury. A non-sterile orbit rdfl complex mini coil was received coiled inside of its dispenser in a plastic bag. The hypotube of the orbit was inspected and several kinks were noted throughout the entire hypotube. The introducer was unzipped and in good condition. The support coil, gripper and embolic coil were outside of the introducer; the support coil and gripper were found in good condition while the embolic coil was found stretched. Some waves were found the product but it appears that they may have occurred during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper was in good condition while the embolic coil was stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled coil was confirmed. The cause of the kinks found on the hypotube and the stretched condition of the coil could not be conclusively determined; however, neither the analysis nor the device history records review indicates a relationship to the manufacturing process. Additionally, inspections are in place to prevent these types of damages from leaving the facility. Device manipulation and the procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed to the event. Therefore, no corrective actions will be taken at this time.